Manufacturer narrative:
This product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician was unable to find a position in the atrium with acceptable sensing and after several attempts repositioning the lead the helix became difficult to extend/retract. The patient also experienced an episode of atrial fibrillation (af) for which the physician elected to complete the procedure with only an rv lead implanted. No adverse patient effects were reported.